Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from france that the attachment device was ¿making some steam¿. During service and evaluation, it was noted that the device had a cosmetic defect, the warning triangle was missing . It was not reported if this event occurred during a surgical procedure. It was reported that there was no delay in a procedure due to the event. It was not reported if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. However, the device was inadvertently discarded after the initial findings of a cosmetic defect, and was not evaluated for the reported condition of heat. Therefore, an investigation could not be completed and an assignable root cause could not be confirmed. However, during evaluation it was found that the device warning triangle marking was missing and did not conform to the norm. It was determined that this kind of failure is due to label/ID/packaging illegible, missing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.